Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibited high thresholds due to a dislodgement. No additional adverse patient effects.